Event description:
It was reported that during use, the flow of blood transfusion through the left side of infuser impeded for unknown reason. Fresh frozen plasma flowed rapidly on the left side of infuser and normal saline flowed rapidly on the right side of infuser. Three units of red cells took over 20 minutes to transfuse. All red cells were infused via the right side of infuser. It appeared that the bladder on the left side was impeding the flow out of the bag. There was no patient harm/adverse event reported however, it delayed blood transfusions.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.